Event description:
During patient use, customer reported that the autopulse platform (serial (B)(4)) displayed fault code "16" (timeout moving to take-up position) error message. The customer immediately performed manual CPR for the remainder of the event. After the event, the customer noticed the lifeband was twisted in the sleeve and it could not be straighten, and customer decided to cut off the sleeve of the lifeband. Patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR # 3010617000-2022-00171 for the lifeband (lot # unknown)

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that the autopulse platform (serial # (B)(6) displayed fault code "16" (timeout moving to take-up position) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the fault 16 message was the defective load cells. The cracked front enclosure and the defective load cells were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform revealed a cracked front enclosure at the front-end area, unrelated to the reported complaint. The observed physical damage could be the characteristic of harsh impacts due to user mishandling. The damaged front enclosure was replaced to address the observed issue. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. Review of the archive data showed multiple fault 16 error messages; thus, confirming the reported complaint. The system did not detect the take-up position more than 5 seconds after the take-up started (the take-up position is considered achieved when the load plate senses an additional 6 lbs. Of load from the beginning of take-up). Based on the (raw) archive review, on dec 30, 2022, both load cell modules displayed linear high output values, and this indicated that both load cell modules are being defective. Functional testing failed due to the fault 16 error message displayed upon powering up the platform; thus, confirming the reported complaint. A load cell characterization test was performed and verified that the load cells were defective, exceeded normal parameters, and were replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(6).